Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load. It was reported that the seal would not go into the delivery tube while in the loader. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device reportedly will not be returned to cardiac surgery for investigation. A device lot history review was performed on the reported lot number, and there were no non-conformities that could have been attributed to this failure mode. A supplemental report will be submitted if add'l info is obtained. (B)(4).